Event description:
Allergan aesthetics received a report of a patient who received coolsculpting treatment to the lower abdomen and flanks using cool advantage plus and cool advantage applicator and may have developed paradoxical adipose hyperplasia. Patient first noticed symptoms approximately 47 days after treatment.

Manufacturer narrative:
According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Allergan aesthetics received clarification from the customer, this case is for patient dissatisfaction as non-responder, not paradoxical hyperplasia (pah/ph); therefore this report is not considered reportable.

Manufacturer narrative:
Additional information: b5, allergan aesthetics received clarification from the customer, this case is for patient dissatisfaction as non-responder, not paradoxical hyperplasia (pah/ph); therefore, this report is not considered reportable. Corrected data: d1, g1.